Event description:
Vaginal delivery by dr with forceps and mity vac. Cephalhematoma bruising and swelling over scalp. Restless and fussy when disturbed. Apgar 8/9. Edc 7/10/98. 6/25/98 released. 6/2/98 CT scan of head. 1) multiple skull fracture both frontal lambdoidal sutures and across midfrontal bones. 2) basal skull fracture across anterior coronal fossa. 3) small amount intracranial hemorrhage. 4) no intracranial mass or midline shift.